Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately seven months post implant that the right ventricular (rv) lead displayed diminished sensing with low amplitude r-waves that appear to be smaller than the historical trend. The lead remains in use. No patient complications have been reported as a result of this event.